Event description:
The user facility reported that they had a cracked filter pro deivce and a nurse allegedly received blood exposure to their arm and neck when expelling air. The clinician did not require any treatment for this event.